Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic veinharvesting procedure, vasoview hemopro 2 metal plate (heater wire) separated from the jaw of the device. Nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report. Any patient effects.

Manufacturer narrative:
Updated sections: a4, g4, g7, h2, h3, h6, h10 trackwise # (B)(4). The device was returned to the factory for evaluation on 19dec2019 and an investigation was conducted on 17jan2020. A visual inspection was conducted. Signs of clinical use was observed. Microscopic inspection was conducted. Blood and charred tissue was observed on the heater wire. The heater wire was observed to be completely flexed away from the hot jaw, remaining attached at the base, with disconnection at the tip of the hot jaw. No other visual defects were observed. Based on the return condition of the device, confirmed for the reported failure "material twisted/bent". Specific actions for the reported failure mode material twisted/bent are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 metal plate (heater wire) separated from the jaw of the device. Nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: d10,g4,g7,h2,h10. Corrected section: h-3 (device not eval provide code). Trackwise ID# (B)(4). The device was returned for evaluation. A follow up report will be submitted when the investigation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 metal plate (heater wire) separated from the jaw of the device. Nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.